Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector assembly was broken. It was also noted that the main printed circuit board was out of electrical specification. The device was re-calibrated and functionally tested. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that both connector sockets were damaged. The external pulse generator (epg) was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.